Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the missing segments or partial display due to the blank display. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the screen on the insulin pump wasn't working, sometimes it's blank. He didn't know his blood glucose level. He says all the pixels will light up, then the row of icons will light up but then they start to fade out slowly. Self-test was performed and pixels were missing during testing. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.